Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) was showing a sensor warm-up message but failed to pair, after which the user replaced the sensor and re-entered the sensor code, restoring the warm-up display on the ilet; consistent with an intermittent communication issue involving the antenna and electrical/magnetic components. Symptoms included hyperglycemia with a peak glucose of 197 mg/dl and associated arm pain. Outcomes included a delay to treatment or therapy. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.